Event description:
Health professional reported left side "rupture" of a non-allergan saline implant. (B)(4) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).